Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime/a33 test and motor error occurred during the basic occlusion test due to a faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to the compromised force sensor system alarm. The motor passed the motor test. The device was received with a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. The customer also complained about her blood glucose level being high for the past two days. Customer's blood glucose was 346 mg/dl; which she treated with manual injection. While troubleshooting for high blood glucose, the customer reported receiving a compromised force sensor system alarm during manual prime. The customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.